Event description:
It was reported that a malfunction alarm occurred resulting in a blood glucose (bg) level of "high." Customer administered a correction injection. The pump was reset and customer continued using the pump for insulin therapy. Customer's blood glucose level was resolved.